Event description:
It was reported the system shut down without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The power motor relay board was replaced by the biomed. The system was tested and found to be working as intended and put back into service.